Event description:
It was reported that (1) ms512 and (1) 511h were used during an lap cholecystectomy procedure. It was reported by the rep that the surgeon used the er320 through 511h part and the seal ruptured. The surgeon used the ms512 clip that holds the ms512 in place. The trocar then broke as surgeon applied reducer to trocar. It is unknown how the case was completed and there was no consequence to the pt.